Manufacturer narrative:
Insulin pump received and noted battery compartment was cracked. All keypad working good. Insulin pump passed displacement test and unexpected restart alarm test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump alarmed unexpected restart and had physical damage. Customer's blood glucose at the time of the incident is unknown. It was stated that the battery compartment was cracked. No significant events leading to the damage were recalled. The insulin pump was not stored for an extended period of time and alarmed unexpected restart when inserting a new battery. It was instructed to insert a new battery and the alarm occurred again. It was advised that the insulin pump would be replaced. The insulin pump will be returned for analysis.